Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed. MFR# clarification: new registration number 3012307300 (B)(4) is now being used for MFR report number, replacing registration number 2183502 ((B)(4).

Event description:
It was reported that the clinician was unable to deflate the cuff upon removal of the tracheostomy tube. The clinician consulted with a respiratory therapist and it was determined that the cuff was defective. Additionally, the obturator was discolored. The tracheostomy tube has been reprocessed via steam sterilization 5 times.

Event description:
According to the reporter, the patient did not experience any adverse effects from the reported incident and did not receive any medical treatment. The reporter also stated that the incident was resolved.